Event description:
Reporter indicated that vns pt's seizures have gotten worse since implant. It was reported that the pt is regressing and is more rigid. The pt reportedly stays rigid for approximately 5 seconds and now cries after their seizures. The pt is scheduled for follow-up with neurologist at which time medication changes will be considered.